Event description:
Per the clinic, open circuits were noted on all electrodes subsequent to sustaining numerous falls to the head. There are plans to explant the device and to reimplant the patient with a new device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.